Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: a4, b4, b5, g3, h1, h2, h3, h6, h10 reported event was confirmed as visual examination of the provided pictures identified the impactor pad has fractured. However, as the product was not returned additional analysis could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during secondary impaction of glenosphere. Attempts have been made and there is no further information at this time.